Event description:
A facility reported the following: ¿around 1:30pm on (B)(6), as I got back from lunch break, anesthesia personnel [redacted] called my attention that he noticed and thinks that there's blood coming out from patient's nose. Between [redacted] and myself, we found out that the blood is coming from the left side of the head, and not the nose. The patient's nose/forehead was literally laying on the mayfield attachment (although there was a foam pad between head and mayfield, it's not helping). Called [redacted] attention about it, he scrubbed out and re-investigated and found out that the head slipped from the mayfield pins, and nothing (all 3 pins) was holding the head. Also noted that there was now approximately 2" scalp laceration on left side of head, which dr. [Redacted] stapled before repositioning. We undid/unlocked the mayfield and re-attached a new set of pins and headrest. During first positioning, (before I left for lunch), the mayfield attachments, and pins and head position didn't have any issue. I believe the mayfield attachment (the one that the mayfield pins are attached) is defective that's why it keeps loosening. We called [redacted] and gave it to him for repair/review/investigation.¿ additional information received indicating the following: 1. Was there a delay in surgery due to product problem? If yes, how long (in minutes)? Answer: yes, roughly 30 minutes. The surgeon had to break scrub and investigate apparent blood coming from the patient's head during surgery. It was found that the head slipped from the mayfield pins and all 3 pins had disengaged causing 2" laceration on the left side of head. This required staples before repositioning and scrubbing back-in to the case for completion. 2. Please provide patient outcome and/or status of the patient. Answer: the patient had a 2" laceration that required staples and was re-positioned with a different skull clamp to complete the case. 3. Please provide patient information (if available). Answer: no patient information was made available.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned clamp was unable to duplicate slippage. The clamp does have slight movement in the lock, but when the clamp is properly positioned and put under pressure, it will not move. Due to a reported patient injury, the clamp was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team - that the returned clamp was in good condition and only minor movement was noted in the swivel lock. No additional device deficiencies were noted. New components will be added to replace worn internal parts, along with general maintenance and cleaning. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.